Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s instructions for use: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Reportedly, the customer was reusing an old cartridge. Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level was 110-200 mg/dl.